Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) bi-ventricular defibrillator 2009 (B)(6); 6947-65 implantable tachy lead 2009 (B)(6); 5076-52 implantable pacing lead 2009 (B)(6). (B)(4).

Event description:
It was reported that the left ventricular lead dislodged. The lead was programmed off and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.